Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis found that one ec45a device was returned in good visual condition and with an ecr45d cartridge reload present and not seated completely on the device. The cartridge was received unfired. The device was tested for functionality in the articulated position with the returned cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The cartridge was loaded into the device without difficulties and did not fall out during the visual and functional testing. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic low anterior resection procedure, at first the device loaded with white cartridge was fired on the blood vessel at the 1st firing and the firing was completed without any problem. When the device loaded with gold reload was going to approach the rectum at the 2nd firing, the gold reload was detached off from the device inside the patient's body. Another device was used to complete the case. There were no adverse consequences for the patient.